Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when instilling saline into the bladder to measure the pressure, saline leaked from the tubing that was fused to the connector which attached to the urinary catheter drainage system. The system was changed out, and the new system was also leaking from the same place.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. A potential root cause for this failure mode could be ¿component out of specification¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when instilling saline into the bladder to measure the pressure, saline leaked from the tubing that was fused to the connector which attached to the urinary catheter drainage system. The system was changed out, and the new system was also leaking from the same place. Per additional information received via sample form on 03aug2022, it was reported that when instilling saline into the bladder to measure pressure, saline leaked from tubing that was fused to the connector which attached to the urinary catheter drainage system. The intra abdominal pressure monitoring system was changed out, and the new system was leaking from the same place.